Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the customer reported that the sb534, mini endo pocket bag 3x4 10/sc was being used during a lap appy procedure on (B)(6) 2023 when it was reported ¿as they dispensed a bag to the field it fell apart while removing from sterile pouch, they had a second bag successfully dispensed, but broke during the removal of the specimen.¿. Further information was requested from the reporter but to date no further information is available. There was no report of injury, medical intervention or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.